Manufacturer narrative:
Initial reporter city: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had external fluid leakage. This was discovered at dispensing room before treatment. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Event date: (B)(4)/2021, previously submitted as "asku". Upon further investigation, it was determined that this report is a duplicate of manufacturers report # 1416980-2021-01398. All investigation activities will be captured under mfg. Report #1416980-2021-01398. Should additional relevant information become available, a supplemental report will be submitted. Correction: doe 11/19/2021.

Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from april 08, 2020 - april 09, 2020. H10: the device was received for evaluation containing unspecified amount of fluid in the bladder. Visual inspection on the sample with the naked eye showed no evidence of an external fluid leak. However, when the fill port cap was removed, evidence of leak (backflow) was observed coming out of the fill port. Further examination of the sample revealed the cause of leak at the fill port was due to a black particle measured to be 5.00 square mm in size, lodged under the checkband. The particle was subsequently identified via fourier-transform infrared spectroscopy to be polyurethane material. The reported condition was verified. The cause could not be determined, however, the particle may have came from the drug container that the customer used to fill the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.